Event description:
Patient experienced hypoglycemia while the ibgstar gave a result 4.2mmo1/1. Patient felt this result was inaccurate. Retested and ibgstar gave result of 6.5mmo1/1. Patient did control solution test and the range was 5.8-8.8 and the test came out as 9.6.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.